Manufacturer narrative:
Reported problem was not duplicated, unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
A service engineer tested the system and no problems were detected. All pressures and vacuums were within spec. The device history record was reviewed and meets all specifications. This investigation is on going.

Event description:
It was reported by user facility that the system was not infusing across modes. The doctor complained of low infusion pressure, not enough irrigation or vacuum causing the bag to shallow, which caused him to do an unplanned vitrectomy.